Event description:
Device # 1 of 3. Ref MFR report: 1627487-2014-26030 and 1627487-2014-26031. It was reported, the pt has ineffective stimulation. A sjm rep met with the pt and was unable to reprogram the pt for effective therapy. The physician has ordered x-rays and the pt has an upcoming appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.